Manufacturer narrative:
The angioguard was advanced to the target lesion through the 8f guiding catheter, but the filter basket of the angioguard xp was noted half deployed just before reaching the target lesion. Therefore, the angioguard was removed from the pt body and another product was used and the procedure was completed without incident. Analysis of the returned device indicated that the filter basket was undulated but still attached to the struts. Pta was being performed on a 95% occluded lesion in the common carotid artery with no calcification or vessel tortuosity. The device had been flushed and the filter basket was docked into the tip deployment sheath. There was no reported pt injury. One non-sterile angioguard xp was received coiled in a plastic bag. The received components were the wire system, deployment sheath and the torque device. The torque was found mounted and blood residues were observed all along the deployment sheath. The distal coil was bent and the filter basket was found undulated but attached to the struts. Using a lab sample 8f guiding catheter, syringe, coil dispenser and a filter basket introducer, a functional test was performed. The angioguard was first cleaned in hot water, then it was successfully docked and finally, it was introduced through the guiding catheter. The results were favorable; there was no premature deployment. Per (B)(6) report c 8,511: (b(6) did review the device history records relative to the mfg, inspecting and packaging of lot 02412707. This packaging lot contained 135 units, which were shipped from (B)(6) on (B)(6), 2009, the history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The complaint reported as ¿delivery system premature deployment¿ was not confirmed given the results of the functional test performed during analysis. According to the complaint file info, there was nothing unusual noted about the device prior to use. Based on the analysis and the complaint file info, it appears that procedural factors may have impacted on the event as reported. Neither the analysis nor the DHR review suggests that mfg factors could have contributed to the reported failure; therefore, no corrective actions will be taken at this time. The pt¿s difficult anatomy and procedural manipulation may have contributed to the reported event.

Event description:
The angioguard was advanced to the target lesion through the 8f guiding catheter, but the filter basket of the angioguard xp (503014mc, 70709509) was found half deployed just before reaching the target lesion under fluoroscopy. Analysis of the returned device indicated that the filter basket was found undulated but attached to the struts. Pta was being performed on a 95% occluded lesion in the common carotid artery with no calcification or vessel tortuosity. The device had been flushed and the filter basket was docked into the tip deployment sheath. As the device had to go through the 95% stenosed lesion, the torque device was tightened hard to lock on the deployment sheath and the angioguard was removed from the coil dispenser then advanced to the target lesion through the 8f guiding catheter. Another product (details unk) was used and the procedure was completed without any other problem. There was no adverse consequence to the pt.